Manufacturer narrative:
(B)(4). Other device used: manufactured by zimmer (B)(4). Catalog #00631006436, trilogy acetabular longevity crosslinked liner lot #61559823. Catalog#65771101300, zimmer m/l taper stem, lot number # 61585414 - remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and trunnionosis.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The patient activity level and adherence to rehabilitation protocol is unknown. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause cannot be determined with the information provided. These devices are used for treatment.